Event description:
It was reported that the user received repeated low insulin alerts overnight and later confirmed the cartridge was at approximately 1.3 units, after which insulin delivery stopped due to running out of insulin; the user acknowledged being too tired to respond to the alerts and planned to replace the cartridge and supplies and avoid running the reservoir low before sleep. Symptoms included elevated blood glucose, with a reported value of 173 mg/dl. Outcomes included temporary interruption of insulin therapy with recovery after planned cartridge and supply replacement, without need for hospitalization. Investigation included troubleshooting and user education regarding insulin supply management and device alerts. Investigation of this case revealed that the device correctly issued low insulin alerts and ceased dosing when the cartridge was depleted, consistent with expected performance for low or out-of-drug conditions. It was concluded, based on previously established findings for similar reports, that the cause was depletion of insulin in the cartridge leading to stopped delivery, attributable to use conditions.